Manufacturer narrative:
Following the reported incidents, a siemens service engineer checked the system and it was found to be operating within specifications. Siemens is conducting a thorough investigation of the reported events. As these events are under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that two patients suffered an injury following examination on the magnetom skyra system. A female patient suffered a second degree burn to her abdominal area. The patient was treated with first aid. It was also reported that a male patient suffered a second degree burn to his shoulder area. The patient was treated with first aid. We are unaware of any further impact to the state of health of the patients involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The system was checked by the cse and found to be operating within specification. Siemens has analyzed the images generated during the patients' examinations (part 1 and 2). No hardware or software problem was found which would explain the reported heating sensation of the patients and no abnormalities were found which would indicate a system malfunction. Part 1: the complete examination of the patient's pelvis lasted 17 min with an active scanning time of 12.7 min. The complete measurement was performed in the normal operating mode. The sar values were within the limits defined by the mr safety standard (iec 60601-2-33), i.e. The maximum applied sar was 99% of the normal mode limit. Furthermore, the patient absorbed 24.1 wmin/kg which is clearly below the limit of 240 wmin/kg defined in the mr safety standard (iec 60601-2-33). The applied rf should not represent a risk under normal circumstances and scan conditions. The intensity of the rf burn and the fact that the patient pressed the squeeze ball several times during her examination, indicate that external circumstances caused the rf burns. It was stated that the patient did wear her own clothes during the examination. Most likely the patient was wearing a non mr compatible t-shirt (inclusion of an electrically conducting yarn) during the examination. Part 2: the complete examination of the right shoulder lasted 13.3 min with an active scanning time of 10.5 min. The complete measurement was performed in the normal operating mode. The sar values were within the limits defined by the mr safety standard (iec 60601-2-33), i.e. The maximum applied sar was 56% of the normal mode limit. Furthermore, the patient absorbed 7.3 wmin/kg which is clearly below the limit of 240 wmin/kg defined in the mr safety standard (iec 60601-2-33). The applied rf should not represent a risk under normal circumstances and scan conditions. The applied rf load was relatively low which would indicate that external circumstances caused the rf burns. It was reported that the patient was also wearing their own clothing. Most likely the patient was wearing non mr compatible clothing (inclusion of an electrically material) during the examination. It is requested in the magnetom aera, skyra operator manual - mr system syngo mr e11, pages 24, that the patient removes all clothing including electrically conducting material, for example, bras, metallic appliqués or woven metallic yarns.